Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -8.0/2.5/150 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same size lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown.status of the eye is reported as, "ok."

Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic/haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).